Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. Imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: dr. Used web 5-3 and that opened/worked normally, the web 5-3 was a little bit too small, but dr. Didn't have another web 6-3 or web 6-2 either. Patient was in a good condition in the end, even 10 minutes after web detachment there was a small thrombus. Patient got antiplatelet medication bolus and infusion, and that helped.

Manufacturer narrative:
Two radiographic images were provided for review. However, the reported web and thrombus are not shown in these images; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event.

Event description:
No additional information received regarding the event.